Event description:
Surgeon was using the tap for 3.5 mm cortex screws to reduce a fracture. The tip broke off in the bone and could not be retrieved. Surgeon then used reduction forceps and plated to complete the procedure. The tip remains in the patient.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and not implanted. Subject device was not explanted. Synthes cannot determine the manufacturer without a lot number. Synthes cannot provide the date of manufacture without a lot number. The investigation could not be completed, no conclusion could be drawn, as no device was returned.